Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: it was reported that the firing trigger breaks down without closing the jaw. Did the firing trigger break: it's not firing trigger, it's closing trigger breaks down during closing the jaw and it's breaks down without closing the jaw. Firing trigger didn't break. If the firing trigger broke, is it being returned with the device: closing trigger broke and return with the device. How was the case completed: they convert it on open procedure and rectum stump by tl60, head to head anastomosis done by cdh33a . What were the indications for surgery: they want to do lap lar and using the ec60a for rectum resection. Did the device make an unusual noise when closing: when surgeon want to close the jaw by closing trigger, it's just broke down by a cracking sound. Did the device close at all, if so, was there difficulty removing device: no. Before closing it's broke down. Yes, they face difficulty. Because jaw was opened. What was the reason for convert to open: the reason for convert to open due to mechanical fault of ec60a, because jaw was opened. Also they want to ensure that there have no injury and ensure resection too. They make a incision & remove it and finished the surgery by tl60 for rectum stump and anastomosis done by cdh33a. What is the current patient status: current patient status is good. There have no complication.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, after positioning the device for resection of the rectum by the gold reload, when the surgeon goes to fire the firing trigger, it breaks down without closing the jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.